Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, stress marks, missing, crease fold and wear abrasion. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks (stress marks) and a piece of the shell is missing.

Event description:
Healthcare professional reported left side rupture and exchange of biocell product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "left implant is leaking," and "I do have a lump under one of my underarms." Device remains implanted.